Event description:
Reportedly, on (B)(6) 2023 an alizea dr was implanted with competitive leads (anticipated pacemaker replacement). On the morning following the implantation, the pm paced in asynchronous mode whatever the programming: safer, ddd, vvi, ddi... The pacemaker is programmed to rate response "learn". Deactivating the mv sensor resolves the asynchronous pacing and allows pacing in the programmed mode (in this case safer). Relatively low impedance on both leads. No interference is visible on detection tests. An additional follow-up to re-activate the mv sensor was performed on (B)(6) 2023. After activating of mv the device again switched to asynchroneous mode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023 an alizea dr was implanted with competitive leads (anticipated pacemaker replacement). On the morning following the implantation, the pm paced in asynchronous mode whatever the programming: safer, ddd, vvi, ddi... The pacemaker is programmed to rate response "learn". Deactivating the mv sensor resolves the asynchronous pacing and allows pacing in the programmed mode (in this case safer). Relatively low impedance on both leads. No interference is visible on detection tests. An additional follow-up to re-activate the mv sensor was performed on 23 (B)(6) 2023. After activating of mv the device again switched to asynchroneous mode

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.